Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 228829869). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to open at the tip and was damaged. The patient was undergoing a procedure via femoral artery access for flow diverter treatment of a left internal carotid artery (l-ica) unruptured saccular aneurysm. The aneurysm max diameter was 4mm and the neck diameter was also 4mm. Patient's vessel tortuosity was normal. It was reported that the devices were prepared and catheter flushed as indicated in the instruction for use (IFU). Access was established and the pipeline stent was delivered to the ipsilateral m1 segment. 7-8mm of the stent tip was exposed and, after waiting about 10 seconds, the stent tip did not open. The surgeon continued to deploy about 12mm more but the stent tip still did not open. Resheathing and redeployment was attempted as well as adjusting microcatheter tension, shaking, push/pull, but none of these maneuvers opened the stent tip. The pipeline was resheathed and removed along with the marksman microcatheter. In vitro it was observed that the tip of the pipeline stent was damaged/intertwined. Both the pipeline and catheter were replaced to complete the procedure successfully. There was no harm or injury to the patient. Ancillary devices: navien 6f 115cm distal access catheter, phenom 27 microcatheter

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The distal and proximal ends of the braid were found to be open and frayed. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was not confirmed, as the distal and proximal ends of the braid were found to be open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damage to the braid, or deployment of the braid in a bend of the vessel. The customer noted that the vessel tortuosity was normal and that the braid was not positioned in a bend, which rules these factors out as possible causes. It is possible that damage to the braid contributed to the failure to open. Such damage can occur from resheathing the braid more than twice, excessive manipulation, improper deployment techniques, pushing or pulling the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that it could not be confirmed what the issue is. The distal section of the pipeline failed to open. The pipeline was not placed in a vessel bend when it failed to open.